Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized in (B)(6) 2015 with blood glucose of 40 mg/dl. Customer reported of falling a lot prior to hospitalization. Customer was not sure of reason for low blood glucose. Customer was wearing insulin pump when hospitalized. Customer reported that diabetic educator made changed while hospitalized and after customer was released, more changes were made by educator.